Manufacturer narrative:
K140343 PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. When additional information/investigation results become available, results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl translucent. The customer reported that there was crystallization at the end of the applicator. Used for inguinal hernias. Further information has been requested.

Manufacturer narrative:
Investigation samples received: (B)(4) open pouch (contains an unopened ampoule). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open pouch that contains an unopened ampoule. We have checked the ampoule received and no defects have been found. We have also conducted a review of the batch manufacturing record of this product, and no deviations have been found. According to the information received, the customer used histoacryl glue with a péters applicator (reference mb37s). We have checked the instructions for use of this applicator and it is stated that compatibility studies have been conducted with ifabond surgical glue. It is therefore strongly advised not to use these applicators with other types of glue and to read the instructions for use of surgical glues before using them. The polymerization time of both adhesives is different. Histoacryl glue has a shorter time of polymerization than ifabond glue and it could cause that the glue polymerized in the applicator used before glue application. Remarks: we recommend to use histoacryl lapfix that is designed for exclusive use with histoacryl or histoacryl pro-set ofx. Final conclusion: in spite of receiving an open sample, taking into account the information received we consider that the case is not confirmed as it is used with an applicator that it is not indicated. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.